Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, while advancing a pc400 coil through a px slim delivery microcatheter (px slim), the physician did not encounter any resistance; however, the pc400 coil pusher assembly became kinked. Therefore, the pc400 coil was removed and the procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coils 400 (pc400) pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned device revealed the pusher assembly was fractured. This type of damage typically occurs due to forceful manipulation of the pc400 at extreme angles during insertion into a microcatheter. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.